Manufacturer narrative:
Tandem quality engineer reviewed pump data and there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined low blood glucose (bg) of 40 mg/dl. Low bg was addressed by consuming carbohydrates. Tandem technical support advised customer to consult their healthcare provider regarding future low bgs and diabetes management.